Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter: "...which were not administering the medication."

Manufacturer narrative:
H6: investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot: 20106493. Further information provided by the customer indicates that the occlusion was identified during infusion, however no further details were provided to clarify the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 20106493 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported 2 bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter: "which were not administering the medication."